Event description:
During chest tube removal, when pulled, a "snap!" Could be heard. The tube broke apart and a portion of the tube remained inside the patient's chest. Another provider was needed to remove the retained piece of chest tube.